Event description:
The event is reported as: complaint alleges: customer states that the 1692 cannula elbow connector cracked where ventilator tubing attaches, and that this happened with 3 consecutive products on the same pt. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.